Event description:
It was reported that the pico did not generate vacuum even though it was correctly applied. The treatment was stopped. A back up device was not available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records of lot 1833 did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment but was not returned for evaluation. It was reported that the device would not provide negative pressure although it was applied correctly. As the device was not returned a thorough product evaluation could not be carried out. It is possible that there was an air leak within the system which caused this issue. Some possible causes of this are: 1. Filter/port not adhered to dressing correctly 2. Connector not correctly fastened and secured to the pump 3. Tubing trapped, folded over/kinked causing a blockage 4. Dressing integrity has been compromised we have been unable to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.